Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that one of their teeth is turning gray and is extremely sensitive. They went to their dentist and were informed to cease use of the aligners because they are damaging their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.